Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump went into threshold suspend mode, which was triggered by an inaccurate sensor glucose reading. The blood glucose reading was 169 mg/dl, compared with the sensor glucose reading of 126 mg/dl, which was not within acceptable range. She stated that she had low blood glucose levels of 62 to 63 mg/dl after a workout, but had eaten since then. Advised the customer on recommended insertion sites, calibration protocol, and suggestions of timing for blood glucose value entries. She also reported bent sensor cannulas. Nothing further reported.